Manufacturer narrative:
It was reported that the user facility had experienced issues with the mattress allegedly sliding off the stretcher during patient transfers and that the customer was not satisfied with the velcro design. No product defect was alleged. This issue was resolved for the customer by having the customer trial a different style of mattress that will better align with their needs.

Event description:
It was reported that the mattress slides off from the stretcher during patient transfers from the operating room table to the stretcher. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the mattress slides off from the stretcher during patient transfers from the operating room table to the stretcher. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.